Manufacturer narrative:
Samples of the returned product were tested for needle pull off and the results obtained were above the usp and ethicon requirements. A product inquiry records review was conducted and there have been no other inquiries of any type received involving this batch number.

Event description:
Needle pull off. Customer reports that needle prematurely released from the suture during coronary artery bypass surgery. There are no reported adverse consequence to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.